Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath, right common femoral artery). Deployment was remarkable in two respects 1) withdrawal of the sheath prior to aspiration may have been more than 5mm, and, 2) occlusive pressure was difficult to obtain. Hematoma had developed while holding non-occlusive pressure, and kept increasing. The pt was given 2 units of blood, and was sent to surgery for repair of the right common femoral artery and hematoma evacuation. The pt responded to treatment and no further complications were noted.